Event description:
Unstable capture at 2.0@0.40 ms. Impedance 800, r waves were 2.5 mv syncopal event and went to ER bc of non capture (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).